Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the impella device would not cross into the left ventricle. Multiple unsuccessful attempts were reported, and the physician decided to abort the implant of the pump. No patient harm was reported.